Manufacturer narrative:
The device was returned to olympus for inspection and the event was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the objective lens, scope connector, and circuit board, additionally, the plug unit was corroded which also likely contributed to no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image did not display and the color tone was not proper on the bronchovideoscope. There was no patient involvement.